Event description:
It was reported that the patient had proximal tibial implant. The bone above the femoral stem of the femoral component fractured. Patient is being transferred to (B)(6) and surgery is tentatively planned for (B)(6). More info coming. Additional information received from the rep on (B)(6) 2014: patient was assaulted by unknown assailants. The femur was cut above the fracture and gmrs distal femur was inserted in place of the krhk femur. The tibial insert in the mrs proximal tibia was replaced.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown tibial insert was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The event was confirmed. The investigation concluded that the reported periprosthetic fracture was caused by the patient¿s assault. The reported event states that it does not appear related to implant failure.

Event description:
It was reported that the patient had proximal tibial implant. The bone above the femoral stem of the femoral component fractured. Patient is being transferred to usc keck hospital and surgery is tentatively planned for (B)(6). More info coming. Additional information received from the rep on 01/15/2014: patient was assaulted by unknown assailants. The femur was cut above the fracture and gmrs distal femur was inserted in place of the krhk femur. The tibial insert in the mrs proximal tibia was replaced.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown mrs proximal tibial insert. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.